Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based no relevant supporting clinical information has been provided to assist with a clinical investigation after multiple attempts, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the listed parts revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that patient had pain and swelling and limited rom. Dr diagnosed arthrofibrosis and revise the tibia and tibial insert and perform soft tissue releases.